Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a sensor and needle anomaly. The customer's blood glucose reading was 140 mg/dl. The customer stated that the sensor wire broke off the sensor. The customer was advised to ensure the flap is tucked under the sensor connectors before placing the serter into the pedestal. The customer was advised to press and hold the serter while shaking to release needle hub assembly. The customer will be sent a replacement serter.

Manufacturer narrative:
Evaluated one opened/used sensor and found needle hub separated from sensor's base. We were unable to confirm if customer received sensor in said condition due to customer returned opened/used. Complaint against sen-serter.